Event description:
It was reported by service report that the power inlet was cracked. It is not known if there was patient involvement; no adverse consequences were reported.

Manufacturer narrative:
Results: power inlet was damaged.